Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
A report involving an infinity skull clamp was received. The event was described as; "the physician applied the a1114 to his pt and in the process of "flipping" from supine to prone, the single pin slipped and caused a laceration. The physician says the pressure pin was unusually easy to screw to 60 lbs. Add'l info has been requested.